Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not infuse at all. The device was filled with fluorouracil (non-baxter product) diluted with sodium chloride (non-baxter product). There was no patient injury or medical intervention associated with this event, though the patient was not able to receive their therapy due to this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured between december 5, 2013 ¿ december 6, 2013. The device was not received for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.